Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Requested but not returned by hospital

Event description:
Patient underwent a revision of orthopedic salvage system components due to loosening and migration of screws. It was reported the surgeon stated the screws were not torqued down when initially implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. This device is used for treatment. Complaint history search revealed no additional complaints for this part. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Surgeon alleged that he did not torque the bolts, this likely caused the event. The most likely root cause is that operational context caused or contributed to the event.